Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 02:24:37. During night drain cycle four, the patient's ultrafiltration reading was 1249ml, indicating the home patient (hp) drained 1024ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be an unexpected high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.